Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported va locking screw was broken at the screw head during its insertion in an osteotomy of fibula. Although the surgeon had difficulty inserting another three va locking screws, but they were successfully inserted in the bone. Broken piece of the reported screw has remained in the patient¿s bone. The surgeon estimated that the strength of the screw was insufficient in order to insert in patient¿s bone with good condition. There was no delay in the surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: only the head of the screw is available for evaluation. The screw head was visually examined using a microscope and debris was found in the head threads. The material and the head profile were checked and no issues were found. The head thread profile could not be checked due to debris in the threads. The thread profile, thread major diameter and thread minor diameter could not be checked for due to unavailability. The available data supports the complainant¿s description of the complaint condition therefore this complaint is confirmed. However, since all the relevant features could not be evaluated it is unknown if the cause of the complaint condition is a result of the manufacturing process. Additionally the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device broke during insertion; device was not implanted. Device history record review: non-conformance reports were issued against the raw material that was used for a non-uniform helix. The raw material was either found conforming or scrapped. From a manufacturing standpoint the non-conformance issued against raw material would not contribute to this complaint condition since nonconforming coils of raw material were scrapped. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part number and lot number: 04.211.016s, 7125454. Manufacturing location: (B)(4). Manufacturing date: february 8, 2013. Expiration date: jan 1, 2023. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that from a manufacturing standpoint the nonconformance issued against raw material would not contribute to this complaint condition since nonconforming coils of raw material were scrapped. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.